Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During a routine cassette and bag change, the automated impella controller (aic) would not move beyond the "insert purge cassette" screen although the cassette was clicked in. A new cassette was opened but the same issue persisted. The instructions for use (IFU) were followed and the backup controller was used. No patient harm was reported.